Manufacturer narrative:
Other, other text: the returned sensor was evaluated. The sensor passed all visual and continuity testing. As the sensor was used, accuracy testing could not be performed. The reported psi inaccuracy could not be confirmed through testing. E1: initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported that the patient remained awake while the psi values continuously stayed between 18 and 25. The sensor was attached before induction, and all impedance indicators were green. Even though induction had not yet started, the psi value dropped from 100 to 25. During this time, the patient's eyes were open. There was no patient impact or consequence reported.

Event description:
The customer reported that the patient remained awake while the psi values continuously stayed between 18 and 25. The sensor was attached before induction, and all impedance indicators were green. Even though induction had not yet started, the psi value dropped from 100 to 25. During this time, the patient's eyes were open. There was no patient impact or consequence reported.

Manufacturer narrative:
Other text: masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed. If the device is returned for evaluation or new information is obtained, a follow up report will be submitted. E1. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). Health effect impact code: no adverse event; no patient impact. H3 other text: product not returned.